Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that customer noticed crack and short battery life. No harm requiring medical intervention was reported. Troubleshooting was performed and customer confirmed there was no missed or damaged contacts on battery cap. Customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer complained about the device having battery lasts less than expected on event date of april 02, 2022. Tested with a test p-cap and the test p-cap locked in place properly. Device passed the displacement test, active current measurement, and self-test. Device failed sleep current measurement due to moisture damage. Low battery alerts were noted at april 01, 2022. 03:02:00.000. Device successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within specification range. Device was cut open to perform visual inspection and found of moisture damage on electrical board and motor home switch. The following were noted during visual inspection: scratched case, scratched lcd window, stained keypad overlay, pillowing keypad overlay, broken belt clip rails. Unexpected battery power loss was confirmed due to moisture damage to electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.